Event description:
2 mos after the operation, pt had suffered from serious problems. Fibrosis, necrosis, perforations, resulting in a "removement" of the implants. Pt recently began investigating their case and found out that this style 46 was recalled in 1992 by mcghan itself (via letter). Moreover one will find the enforcement report on FDA site from 1992. The last device of this style 46 had been sold in 1993/94 here in pt's country. Pt's operation was in 1997, so that the devices they got were definitely old and not suitable to be implanted anymore, because the last devices mfg at the end of the 80's/beginning of the 90's. The dr threw away the implants after "removement" without pt's permission, so that they didn't have any chance to initiate an investigation against mcghan. All pt has is the dr's report, in which implant # are listed. Pt questions: have there been any trials in which mcghan recommended old style implants although these were part of the recall in 1992? Will they have a chance of financial compensation after mcghan recommended old devices and these had to be removed due to serious health problems?